Event description:
A malfunction was reported with the t: slim x2 pump's battery, which would not charge properly. There was no adverse impact to the customer's blood glucose level. The customer attempted troubleshooting steps such as using a functioning outlet and trying a different charging cable, but these efforts did not resolve the unstable charging connection, requiring the caller to hold the cable in place. Technical support arranged for a replacement tandem cable and wall adapter to be sent via two-day shipping and planned to follow up. If the pump battery depleted before the replacement arrived, the customer was instructed to rely on multiple daily injections (mdi).